Event description:
The lay reporter contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the pt's one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The reporter mentioned that prior to testing, the pt had difficulty walking and didn't talk on (B) (6) 2010. Due to the reporter issue he tested his blood glucose and obtained a 77 mg/dl on the lfs meter at 3:24 pm. Approx 10-30 minutes later, the pt tested in the lab. The physician called the pt and notified him that his lab result was 28 mg/dl. The meter to lab result is greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The pt denied that he received any medical treatment in the hospital. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. Product was replaced. No further clinical info was provided. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how soon after the physician contacted the pt to notify him the lab result. The complaint is being reported since there was delay in treatment since the pt was not treated at the lab during the time of visit.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.